Event description:
Boston scientific crm received information that this product will be part of a system explant due to a patient infection. There has been no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
If additional information becomes available, this event will be updated as necessary.